Event description:
Healthcare professional reported a right-side rupture and a right side exchange from textured to textured to smooth due to the patient concern of the implant. Device has been explanted..

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture against a non-allergan device device has been explanted.